Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of gastrointestinal perforation ("gi perforation"), device breakage ("device breakage"), pelvic pain ("pain") and weight increased ("weight gain") in a 24-year-old female patient who had essure (batch no. 689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "radiologist told her there was broken piece still left inside after removal she previously did" and device monitoring procedure not performed "plaintiff didn¿t undergo an essure confirmation". The patient's previously administered products included for an unreported indication: darvocet. Concomitant products included citalopram since 2009, lisinopril, omeprazole since 2015 and oxycocet (percocet) since 2016. In june 2008, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition: gerd"). In 2011, the patient experienced anxiety ("severe anxiety"). In 2013, the patient experienced allergy to metals ("nickel allergy"). In 2015, the patient experienced hypertension ("blood or heart disorder/condition: htn"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In august 2017, the patient experienced gastrointestinal perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced weight increased (seriousness criterion medically significant), abdominal pain ("abdominal pain") and groin pain ("groin area"). The patient was treated with surgery (surgical removal of coil(s)), surgery (surgical removal of coil(s)), surgery (she had surgery to remove the essure implant) and surgery (gastric bypass). Essure was removed on (B)(6) 2017. At the time of the report, the gastrointestinal perforation, device breakage, pelvic pain, weight increased, anxiety, hypertension, nausea, allergy to metals, gastrooesophageal reflux disease, abdominal pain and groin pain had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, device breakage, gastrointestinal perforation, gastrooesophageal reflux disease, groin pain, hypertension, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: essure placed bilateral without difficulty. 4 coils exposed on patient¿s left, 1 coil on right removal date discrepancy= (B)(6) 2016 and insertion date discrepancy= (B)(6) 2008 most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received. Event psychological or psychiatric problems: severe anxiety; blood or heart disorder/condition: htn; nausea; device breakage; nickel allergy; pain; weight gain; gastrointestinal or digestive system condition: gerd; perforation (other): gi perforation, abdominal pain, groin area pain and plaintiff didn¿t undergo an essure confirmation were added. Reporter added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of gastrointestinal perforation ("gi perforation"), device breakage ("device breakage"), pelvic pain ("pain") and weight increased ("weight gain") in a 24-year-old female patient who had essure (batch no. 689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "radiologist told her there was broken piece still left inside after removal she previously did" and device monitoring procedure not performed "plaintiff didn¿t undergo an essure confirmation". The patient's previously administered products included for an unreported indication: darvocet. Concomitant products included citalopram since 2009, lisinopril, omeprazole since 2015 and oxycocet (percocet) since 2016. In (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition: gerd"). In 2011, the patient experienced anxiety ("severe anxiety"). In 2013, the patient experienced allergy to metals ("nickel allergy"). In 2015, the patient experienced hypertension ("blood or heart disorder/condition: htn"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced gastrointestinal perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced weight increased (seriousness criterion medically significant), abdominal pain ("abdominal pain") and groin pain ("groin area"). The patient was treated with surgery (surgical removal of coil(s)), surgery (surgical removal of coil(s)), surgery (she had surgery to remove the essure implant) and surgery (gastric bypass). Essure was removed on (B)(6) 2017. At the time of the report, the gastrointestinal perforation, device breakage, pelvic pain, weight increased, anxiety, hypertension, nausea, allergy to metals, gastrooesophageal reflux disease, abdominal pain and groin pain had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, device breakage, gastrointestinal perforation, gastrooesophageal reflux disease, groin pain, hypertension, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: essure placed bilateral without difficulty. 4 coils exposed on patient¿s left, 1 coil on right removal date discrepancy=??-???-2016 and insertion date discrepancy= (B)(6) 2008. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.